Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 405cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The diagnosis was confirmed based on physical examination. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 17-nov-2021, mentor received additional information regarding the revision surgery. The patient had a consultation on (B)(6) 2021 and was planning to undergo bilateral removal and replacement with two 465cc mentor memorygel breast implant prostheses (catalog #: smpx465). On 22-nov-2021, mentor received additional information regarding the replacement devices. The serial numbers of the replacement devices are (B)(6) (right) and (B)(6) (left). On 18-nov-2021, the suspected medical device was returned for evaluation. On 21-nov-2021, the investigations on the suspected medical devices were completed. Two devices with the same lot number were received and were not differentiated for left and right. As a result, analysis was performed on both devices. Investigation summary (device 1): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation summary (device 2): mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-oct-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).